Manufacturer narrative:
Investigation summary: material #: 301746. Lot/batch #: 2207516. Bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for sleeve leakage was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode sleeve leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with bd vacutainer® flashback blood collection needle there was poor sleeve function and blood leakage occurred. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2023, the patient reported that a blood test was performed at hospital, and it was found that the needle sheath was not reset in the blood collection tube, causing blood to flow into the needle holder.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd vacutainer® flashback blood collection needle there was poor sleeve function and blood leakage occurred. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2023, the patient reported that a blood test was performed at hospital, and it was found that the needle sheath was not reset in the blood collection tube, causing blood to flow into the needle holder.